Manufacturer narrative:
(B)(4). G2: foreign ¿ taiwan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the inner bi-polar ring became loose, making it impossible to assemble with the liner. The procedure was completed using a new ringloc bi-polar. No further information is available.